Manufacturer narrative:
Vyaire identification number (B)(4). Any additional information received from the customer will be included in a follow-up report. The main electronics is damaged due to the clogged blower filter. Investigation is ongoing. A separate report submitted under manufacturer reference (B)(4) for the blower failure issue.

Event description:
The customer reported of a failure on the main electronics of the bellavista 1000 due to clogged filters. There was no patient involvement in this reported event.